Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that there was a fracture on the right ventricular lead. The lead was explanted and replaced. There were no patient consequences.